Event description:
The type of this complaint is revision due to pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Update to complaint 15 july 2015 products received and reviewed the returned product and was reviewed by our r & d laboratory as well as our bio engineers. The conclusion was as follows: this device fits the wear pattern and taper damage pattern seen in (B)(4). The time in vivo is longer than the products in the CAPA. A letter was sent to (B)(6) surgeon regarding amla plus, 36mm mom devices and pinnacle a shells. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. The CAPA bounded the issue to this product construct and the IFU was updated. This device was implanted prior to the CAPA. No additional corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined root cause. Should any further information be received the complaint may be re-opened for further investigation.

Manufacturer narrative:
(B)(4). Device available for evaluation. The investigation has been reopened due to receiving the device. Depuy will notify the FDA when the investigation is complete.